Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to an infusion set not sticking to her skin properly and this issue occurred with three infusion sets. Therefore, she tried to treat it with multiple daily injection, but subsequently, on (B)(6) 2021, the patient went to the emergency room and was consequently hospitalized due to high blood glucose level. Further, she was admitted to intensive care unit. Her highest blood glucose level was 568 and had high ketone levels which the health care professional assessed as dangerous/life threatening. During hospitalization, she received fluids of saline, insulin, and unspecified intravenous medication (drug name unknown) which resolved the issue. On (B)(6) 2021, the patient was released with no permanent damage. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.